Manufacturer narrative:
Results: component of the suspensory sling was reported to have failed. This is being returned to the manufacturer; additional info will be provided upon the conclusion of their investigation.

Event description:
The caregiver had taken the resident to the bathroom to use the toilet, during the lowering of the resident the sling loop broke, allowing the resident to slip out of the sling. The resident bumped her head on the toilet, causing an abrasion. Basic first aid was given, and they did not go to a hospital.